Event description:
The customer reported to baxter (B)(4) of a catheter ext set-micobore 2 adapter y-junction in which "the tubing was separated from a connection just after the beginning of use." The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample without pouch was received for evaluation. Upon visual inspection, a solvent ring was found on the tubing end of where the male luer should be. The reported condition was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample was received for evaluation and initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review cannot be performed since there was no lot number provided. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.